Event description:
Patient called to report that the oximeter devices don't work at all. Patient stated that the device cannot detect emphysema and that the readings are not right. Patient stated he believes if these devices aren't taken off the market that someone will die.